Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was necessary a second procedure to re-suture? No. Suture breakage and bleeding occurred during the surgery. Did the patient present wound dehiscence? No further information is available. Could you please provide how many blood did the patient loose? No further information is available. What is the current condition of the patient? The patient is stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a cardiovascular surgery on unknown date and the suture was used for femoral artery anastomosis. During the surgery, the suture breakage and bleeding occurred. The re-sutured was performed during the surgery. The amount of blood was unknown. Whether the transfusion was given or not was unknown. After that, no problems have been observed with the patient. The patient is stable. The doctor opined that the reason of suture breakage was not known.